Manufacturer narrative:
It was reported that the device was dropped during handling and the needle broke off upon ground impact. Based on the nature of the reported event and the information received, the event was caused by use error.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during testing at the user facility, the tip of the small pointer broke off after getting bumped and hitting the ground upon impact. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that during testing at the user facility, the tip of the small pointer broke off after getting bumped and hitting the ground upon impact. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.